Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was returned for investigation. The returned pump passed the electrical testing and was able to run according to specifications in a bucket of water. The only physical damage reported on the returned pump is the cannula kink near the motor housing. The data log showed low pump flow with an active suction alarm from the start of the case run without seen motor current spike or positioning elated abnormalities. As per the clinical notes, the doctor saw the kink in the cannula near the motor housing during low pump flow event. The cause of the low pump flow issue was a kinked cannula, based on returned product and data log review. D.4 catalog number was inadvertently left blank on the initial manufacturer device report 1220648-2024-24539 and was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24539 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs) and had low flows at start of support. The patient was planned for protected percutaneous coronary intervention to circumflex and left anterior descending arteries. The impella was implanted, started on auto and increased with low flows of 1.2l/min. A kink was noticed on the cannula close to the motor. Consequently, the impella cp pump was explanted and replaced. It was reported the patient was not harm from the event.